Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) indicated her device was not programmed at the implant procedure and inquired where they needed to go in order to have the device programmed. Additional information was requested; however, no further information is currently available. No adverse patient effects were reported.